Manufacturer narrative:
An event of device embolized into the mitral valve requiring surgical intervention to remove the device was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant, using 12f amplatzer amulet delivery sheath. The landing zone was measured to be 18mm. During the procedure, the patient was in sinus rhythm. A 4 minute tension test was performed, and the close criteria were satisfied. The lobe was well compressed (tire shape). There was no leak noted around the lobe of the device. One-hour post-procedure, the device was noted to embolize into the mitral valve. The patient underwent surgical intervention to remove the embolized device. It is unknown what caused the device embolization.